Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), the device experienced clotting. The following information was provided by the initial reporter. The customer stated: we received a customer complaint regarding the product micro tube edta bd (code 365974; lot: 2074141; expiry date: 08/31/2023), she reports that the samples are coagulating and in this case we conclude that it is all the samples collected in the tube of this batch. We know that the failure is probably occurring in the pre-analytical phase of the collection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. The customer has stated that it is likely that this reported defect is preanalytical in nature. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), the device experienced clotting. The following information was provided by the initial reporter. The customer stated: we received a customer complaint regarding the product micro tube edta bd (code 365974; lot: 2074141; expiry date: 08/31/2023), she reports that the samples are coagulating and in this case we conclude that it is all the samples collected in the tube of this batch. We know that the failure is probably occurring in the pre-analytical phase of the collection.